Event description:
Additional information was received from the patient. It was reported that they were inserted with the device to help reduce the times they got up to use the restroom at night. Issue has not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient noticed at the beginning of july they were going to the restroom too much, more and more and they forgot to check sensation and they checked and increased but still had the issue. Patient said they went to the doctor and they checked for a urinary tract infection and there was no infection. Patient said they were on program 5 and wondered how to get the option to use other programs. Patient services reviewed interstim therapy optimization information, control equipment general use and function. Patient services offered to assist patient to use their equipment to sync during the call and provide program education information. During the call patient was successful in syncing to their ins and navigated to see their other program options. Patient was redirected to their doctor. Other medical information patient mentioned during the call: patient said they were diagnosed with cancer last march and at the end of may they started getting radiation and they forgot about the stimulator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.